Event description:
On (B) (6) 2010, patient had implant of a 28-16-140bl bifurcated device and two 28-28-75l proximal extensions. At the close of the procedure, a slight distal type I endoleak on the left was noted and the physician chose to monitor the patient after reverse heparin. Follow up CT revealed that the endoleak had persisted. On (B) (6) 2010, the patient was treated with a 16-16-55l limb extension on the left, with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.